Event description:
Additional information was received from a manufacturer representative. It was reported that there was no implantable neurostimulator (ins).  The patient was in the middle of a stim trial, only an external neurostimulator (ens) was in existence at the time of the reports. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had a lot of problems during the trial period. The patient reported that she was admitted to the hospital due to fluid built up in her brain. The patient reported that she had to have a lumbar puncture to release the fluid. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient developed a clear fluid leak following surgery on (B)(6) 2017. The patient returned to surgery on (B)(6) 2017 to locate and close the dural leak. The issue was resolved at this time. No further complications were reported. No device allegations were made.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.